Event description:
Customer reports the hinge pin has sheared off. Customer found pressure sleeve sitting on table in the room and nobody recalls how or when it broke. Customer does not believe the event occurred during a patient procedure due to staff not recalling when it broke. Potential risk for injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer replaced the hinge pin that allows the faceplate to swing open and shut. Unit was tested for proper operation in accordance with manual. Unit returned to full service by the customer.